Event description:
It was reported that the user disconnected from the ilet while swimming for several hours and later experienced hyperglycemia with a reported glucose reading of approximately 400 mg/dl; the user did not hear the ilet alert because the device was in another room, and upon reconnection the pump delivered insulin and glucose levels stabilized. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery after reconnection and insulin delivery. Investigation included customer interview and troubleshooting with education on water exposure, device disconnection during aquatic activities, and alert audibility considerations. Investigation of this case revealed no evidence of device malfunction, with the event consistent with insulin suspension during disconnection and missed alerts contributing to delayed correction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but most consistent with use-related factors during extended disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.